Event description:
According to the reporter, during procedure, radiofrequency identification (rfid) came out of its pocket and was retained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, radiofrequency identification (rfid) came out of its pocket and was retained in the patient.